Manufacturer narrative:
Nose bleeds are a known potential side effect related to the use of radiofrequency energy on tissue in the nose. This side effect is listed in the device labeling.

Event description:
The patient received treatment with rhinaer by an outside otolaryngologist. He was seen at an outside ed shortly after the procedure for epistaxis and treated with nasal cautery and packing. The patient denied anticoagulant use. He continued to have epistaxis and a rhinorocket was placed in his surgeon's office. He presented to the ed several days later with bleeding from the right naris. Hgb on presentation was 10.7 g/dl. Packing was removed and he had no active bleeding, however there was evidence of recent epistaxis. Merocel packing was placed, and he was admitted for observation. He was discharged home the following day. Three days later he presented to the ed with right sided epistaxis. The merocele packing was removed to reveal brisk bleeding. Bleeding was temporizing with nasopore packing. Hgb at this time was 8.5 g/dl. Cta head/neck did not show active extravasation. He underwent embolization of the right sphenopalatine and angular arteries. During the procedure, vascular blush was noted in bilateral sphenopalatine areas and right angular artery. His hgb was 7.3 g/dl on pod #1 , and he did not receive a blood transfusion. He had no further epistaxis and was discharged home on pod #1. The patient was seen in follow up on pod #8 and denied epistaxis since embolization. He was seen in follow up with neurosurgery one month postoperatively and reported olfactory dysfunction but continued to be free of epistaxis.